Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated the device shows sign of physical damage with crack on battery side. Customer stated that, customer went to swimming with insulin pump after that insulin pump was not working. Customer stated that there was a fluid in battery compartment. Advice customer to insert new or fully charged aa battery and tighten battery cap, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, and faded serial number label.